Manufacturer narrative:
Failure analysis noted that the pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm and excessive no delivery tests. There was no unexpected excess no delivery alarm noted. The pump was received with intermittent button response due to corroded keypad traces. The pump had a cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 29.1 mmol/l at the time of incident. The customer stated that the act button was not working and noted that the pump had a crack on the screen. The customer treated with an injection. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.